Manufacturer narrative:
The evaluation and repair of the device has not yet begun. Covidien reference # (B)(4).

Event description:
It was reported by a customer in the USA that, an 840 ventilator log exhibited an error code indicating a breath delivery unit (bdu) malfunction. Although requested, it is unk if there was pt involvement.